Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing, and a review of the alarm log were performed. Visual inspection identified damage to the power cord, confirming the reported condition. The cause of the damage to the power cord was not able to be determined. To correct the condition, the power cord was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump had a damaged power cord. There was no patient involvement reported. No additional information is available.